Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after it got dropped. Blood glucose level at the time of the incident was not provided. Customer stated the display was solid white. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with partial white display due to cracked lcd glass. Unable to verify blank display due to lcd physical damage. Unable to perform displacement test, rewind test, prime and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to lcd physical damage.